Manufacturer narrative:
Pump passed operating current, restart error test, displacement test but system sensor alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform occlusion, prime, system sensor and excessive no delivery test due to alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed compromised force system sensor 3 times during a reservoir change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.